Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 320mg/dl. The customer stated that he was admitted also for a procedure that was going to be done outpatient. The customer mentioned that the insulin pump was malfunctioning and he ended up in the hospital. Troubleshooting was performed. The caller stated that the device had a button error alarm. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to flattened express button dome switch. The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with a scratched lcd window.